Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that the infusion set tubing was detached from connector on (B)(6) 2022. The specific blood glucose level of the patient was unknown and was around 140 mg/dl. The infusion set was used for five minutes. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.